Manufacturer narrative:
(B)(4). The customer provided three images for analysis. The complaint of the sheath opening incorrectly was able to be confirmed by the images. Two photos show the dilator inserted through the peel-away sheath. Damage could be observed to the tip. One photo shows the lidstock of the finished good. The customer also returned one peel-away sheath and dilator assembly for analysis. Signs of use were observed on the sheath and dilator. Visual analysis revealed that the distal end of the peel-away sheath tip was damaged. No defects were observed with the dilator. The sheath length from the tabs to the distal tip measured 2 3/4", which is within the specification limits of 2 5/8"-2 7/8" per peel-away product drawing. The sheath outer diameter measured 0.0775", which is within the specification limits of 0.076" - 0.081" per peel-away extrusion product drawing. The sheath inner diameter at the distal tip could not be accurately measured due to the nature of the damage. The peel-away sheath and dilator were functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "ensure dilator is in position and locked to hub of sheath". The dilator was removed, reinserted into the sheath, and locked into the sheath hub. Resistance was encountered due to the buildup of biological material. However, once the material was cleared, the dilator was able to pass through the sheath tip with little to no resistance. A device history record review was performed and one relevant finding was identified. A non-conformance was initiated for lot 14c24l1097 regarding "peel-away sheath body damaged in use". The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to vessel perforation and bleeding, or component damage." The report of peel-away body damage was confirmed through visual analysis of the customer-provided images and investigation of the returned sample. Visual analysis revealed that the sheath tip was damaged. Despite the damage, the sheath and the dilator met all relevant functional requirements. Various factors could contribute to the observed damage to the sheath tip, including the sheath tip manufacturing process and/or undue force applied unintentionally by the user; therefore, the root cause is undetermined. A non-conformance was initiated to further investigate potential root causes at the manufacturing site. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "catheter guide opening incorrectly". Additional information received clarified the issue involved the peel away sheath. The user changed to a new set to complete the procedure. There was a hematoma at the puncture site. Otherwise, there was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "catheter guide opening incorrectly". Additional information received clarified the issue involved the peel away sheath. The user changed to a new set to complete the procedure. There was a heamtoma at the puncture site. Otherwise, there was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".